Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: investigators were unable to duplicate the ¿no power¿ complaint. The review of the black box showed an unexpected power reboot on the date of the alleged issue occurrence. The returned battery cap was undamaged and was able to fit securely. The battery cap was fastened and then unscrewed half turn with no reboots occurring. The ez-prime steps were performed correctly and no power interruptions or any errors or alarms occurred during the investigation. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board. Unrelated to the original complaint, the battery compartment and the cartridge compartment were noted to be cracked. The cartridge cap was still able to fit securely. (B)(4).